Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular micro bypass stent system procedure, the patient presented with what was characterized as a ¿high amount of blood accumulation in the anterior chamber (ac)¿ postoperatively. Per report, the surgeon performed irrigation and aspiration (I/a), and the patient was reported not being on aspirin. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon postop management of hyphema, including treatment options. Any omitted information was not available at the time of this report. Additional information has been requested.